Manufacturer narrative:
Section h7, h9: the previous report inappropriately linked this device to a field safety corrective action (fa-q217-mcs-2 ) and recall. Information previously included in section h7 and h9 do not apply to this event or device.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient received a routine heart transplant on (B)(6) 2020. The returned heartmate 3 left ventricular assist system, serial number (B)(4), was found to have the outflow graft bend relief disconnected from the graft attachment. No additional information was provided.

Manufacturer narrative:
Section h3: additional information manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(6), confirmed that the outflow graft bend relief (ogbr) was disconnected from the graft attachment. The outflow graft bend relief disconnection appeared to be present while the device was implanted; however, a specific cause for the disconnection and a duration of time for which it was disconnected could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 8.25" from the pump housing. The remainder of the pump cable and the modular cable were not returned. The outflow graft clip was present around the hardware of the sealed outflow graft assembly. The sealed outflow graft was returned attached to the pump outflow with the sealed outflow graft bend relief disengaged from the graft attachment. The mini apical cuff was returned secured with the cuff lock fully engaged. The pump appeared to be exposed to a fixative. The pump was returned with the outflow graft bend relief (ogbr) disengaged from the graft adapter. Visual inspection of the outflow graft conduit hardware revealed four sets of scratches on the graft nut, which appeared consistent with the bend relief not being fully engaged with the graft adapter and the two metal hardware components rubbing together while the device was implanted. The orientation of the bend relief did not appear to have caused any abrasion or penetrative damage to the underlying graft material. In addition, there was no evidence to suggest that any graft kinking was present during vad support. The tissue ingrowth observed along the exterior portion of the ogbr, ogbr hardware, and outflow graft clip as-returned also appears to support that this outflow graft bend relief disconnection was present while the device was implanted; however, a specific cause for the disconnection and a duration of time for which it was disconnected could not be conclusively determined through this evaluation. Upon disassembly of the returned pump, visual examination of the pump¿s blood-contacting surfaces revealed no evidence of any thrombus formations within the device that would have contributed to a functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. Mlp-016818 was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6)2019. The hm3 lvas instructions for use (IFU) provides information regarding how to prepare the sealed outflow graft, de-air the pump, and confirm that the bend relief is fully connected and seated to the outflow graft. This IFU also cautions the user to ensure that the sealed outflow graft bend relief remains connected during sternal closure. No further information was provided. The manufacturer is closing the file on this event.